Event description:
It was reported that the patient had traveled without the patient programmer and the device had gotten switched off at some point. It was noted that the patient had the device implanted for pain and now was having a return of pain symptoms. The patient was in the ER, the ER had tried using a magnet to turn the device back on, but it had not worked. It was indicated that this was possible, but they would need to know how to use the magnet appropriately. A manufacturer representative was on the way to the ER to use a clinician programmer to turn the device back on for the patient. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).